Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that they had a pump that continuously alarmed for air-in-line, with no air visible in the line. She unloaded and reloaded the tubing, disconnected from the patient to allow fluid to flow and air to be dispelled, the pump still alarmed with air-in-line. Alarm only resolved once she replaced the tubing and fluids.